Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site for an unrelated issue. The stm evaluated the iabp unit and performed the necessary repairs. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped pumping and was unable to restart. It was noted that the buttons on the module stopped working. There was no patient harm and no adverse event was reported.